Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that when the autopulse platform was in the bls (basic life support) mode, the device would pause for ventilation, however compressions were unable to begin again. The device stopped continuously. No adverse patient sequelae was reported. No further information was provided.